Event description:
A peritoneal dialysis (pd) nurse reported that a patient was diagnosed with peritoneal in (B)(6) 2015. The cause of the peritonitis was citrobacter and the patient was treated with vancomycin. The patient was hospitalized from (B)(6) 2015.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. A supplemental report will be submitted upon completion of the plant's investigation.